Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice machine during use, during dwell 3 of 5. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient's nurse on (B)(6) 2011 in regards to the system error 2240 alarm and the nurse said that she was not aware of the alarm. She said the patient never reported it to her or any of the other nurses. She said as far as she knows the patient was able to resume therapy after starting over with new supplies. She said the patient has been completing therapy fine. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.